Event description:
Customer states: the balloon deflated without apparent reason. The caller confirmed that extubation and recannulation of a replacement tube was required. The customer believes that the problem may be in the balloon pilot.

Manufacturer narrative:
The caller indicated that the sample associated to this report is expected to be returned to the mfg site for analysis but has yet to be received. If the sample is received and if significant info is identified from the sample analysis, a summary will be provided in a supplemental report. Part number # (B)(4) is not distributed in the u.s.; however is a device of essentially identical design distributed in the u.s. Applicable 510k# for u.s distributed part is k841872.